Event description:
Pt reported obtaining a blood glucose result of 140 mg/dl, while using the suspect device. Pt indicated that he immediately retested, using a different blood glucose monitor, and obtained a result pf 75 mg/dl. Pt noted that the result of 75 mg/dl was more consistent with how he was feeling. No pt injury was reported. Quality control testing had not been performed on the system. At the time of the report, pt had already disposed of the test strips in use at the time if the event. Replacement product was shipped.